Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? - please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the distributor per customer that they have encountered a safety issue in the or with an ethicon suture, the suture broke inside the patient during use, and it did have an impact on the patient. The broken suture was thrown away. No adverse patient consequences were reported. Additional information was requested.